Event description:
The pt had a total hip replacement on (B)(6) 2010, using a pinnacle device due to degenerative joint disease of the right hip. Shortly thereafter the pt began experiencing pain, discomfort, and numbness. With complaints of worsening right groin pain, on (B)(6) 2011, the pt underwent a revision due to a right painful hip replacement with metal-on-metal hip. Reason for use: degenerative joint disease right hip.